Event description:
Customer returned on heartstring seal without a return good authorization number. Visual inspection shows that the seal failed to load. Several follow up attempts were made and no information was received. Patient's status was not available. We have not been able to obtain any additional information from customer. The event will be filed as a serious injury because of the patient's status was unknown.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was inside the loader device with the plunger not depressed. The seal was semi-folded and deformed from the delivery tube pressing against it. The seal subassembly was completely out of the delivery tube inside the loader device. Based upon these findings, the complaint that the seal failed to load properly is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.